Manufacturer narrative:
Expiration date unk. Claim # (B)(4).

Event description:
Received a report where the surgeon has been having difficulty with the sizing of implantable collamer lenses. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4)